Event description:
It was reported there were telemetry issues with the implantable neurostimulator (ins). It was stated both the clinician programmer and the patient programmer were not communicating with the implant. It was noted the patient was not feeling stimulation. Reportedly, the patient had a fall in october and after the fall they didn¿t feel the device and didn¿t come in after that because they got sick after the fall. It was noted the reporter worked with the patient the year prior to report and got the device active again. It was stated they would talk with the doctor to see if they should replace or not.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v755276, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).